Event description:
User received an elevated calcium result for one pt sample which resulted lower when repeated on another module. The initial sample, run in an aliquot cup, poured from a primary tube, gave a result of 14.1 mg/dl. This result was accompanied by a data flag which initiated the analyzer to automatically repeat the test. The repeat test value was 17.2 mg/dl. The result of 17.2 mg/dl was released and called to the physician. The physician questioned the result and requested the sample be repeated. The sample was repeated twice from the primary tube on another p module at the site resulting at 9.0 and 9.2 mg per dl. User assured the physician the calcium result of 9.2 mg per dl was the true result. The pt was not treated based on the initial result reported.

Manufacturer narrative:
The field service rep was unable to determine a cause. He noted that the customer believes that the issue was with the aliquot sample itself, as they have been running the analyzer since the problem occurred with no further issues with results. Customer declined service, stating that he felt confident in the performance of the analyzer. Customer verified analyzer performance by running calibration, controls and precision which were within specification.